Event description:
A durable medical equipment supplier (dme) informed the manufacturer of a continuous positive airway pressure device (CPAP) failure. The failure was reportedly associated with a melting plastic odor, smoke egress from the device and a thermal void in its housing. No patient or user harm was reported. The device was returned to the manufacturer by the dme for evaluation. The manufacturer has initiated an investigation and will file a follow up report when it is complete.